Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was alarming with a technical error indicating a power error (-12vdc) and during pre-use check all tests failed. There was no pt involvement. (B)(4).